Event description:
Additional information was provided on (B)(6) 2024 where the sales representative stated that this procedure was removing arthrex parts, but they were not sure what the lot numbers and sizes were, they were the mis bunion beveled screws. The initial procedure was a mis bunion correction that took place at haymarket asc. The same surgeon doing the removal placed the implants. The representative was not sure of the initial procedure date. The devices were removed per the patient's request, but the representative was not 100% sure of the official reason. The driver did break, and all fragments seemed to be retrieved.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
On 03/20/2024, it was reported by a sales representative via sems (B)(4) that an ar-8737-38 driver shaft seemed to strip when the screw was being removed, and the tip fractured off of the driver. This occurred during a screw hardware removal where the case was completed successfully using the solid driver in the removal tray. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h6. Complaint allegation is confirmed. Visual evaluation identified that the drive geometry at the distal tip of the returned driver shaft, t10 hex, cannulated, had broken off. No broken pieces were returned for investigation. Functional testing was not performed due to the damaged distal tip of the device. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head.